Manufacturer narrative:
On march 18, 2016, a field service engineer (fse) arrived on-site to evaluate the analyzer. He determined that the cause of the error code was related to alignment of the sample cup. To achieve alignment, the fse adjusted the bottom of the cup. Following, the fse ran fresh controls and all passed without errors. The instrument was performing as intended. No further action was required by field service. The most probable cause of the reported event was the bottom of cup was misaligned. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under (B)(4).

Event description:
On (B)(6) 2016, tosoh clinical support specialist (css) was on-site for training of the customer. During training on the aia-360 analyzer, css encountered sample shortage detected errors during calibration and requested service from a tosoh field service engineer (fse). The customer was unable to run of lhii, prog ii and beta-hcg patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of lhii, prog ii and beta-hcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.